Event description:
It is reported that the surgeon attempted several times to implant the tibial tray but it would not seat correctly. As a result, the surgeon elected to implant the tibial tray with the use of cement.

Manufacturer narrative:
This report will be amended when our investigation is complete.